Event description:
(B)(6) is the end user of the unit states the yellow light is on, shows low o2, end user not able to provide serial number only gave a model. No property damage or injury alleged. No further information provided. End user will contact the provider (B)(6) for service.